Manufacturer narrative:
It is being reported that a tibial articular surface provisional (tasp) was fractured in two pieces while trialing. The product was returned and confirmed to be fractured into two pieces. There is a clean fracture that runs obliquely through the central narrowing and crack that extends off of this fracture along the medial extension. The device is used for treatment. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The returned device is a part of the re-design scope and was manufactured prior to the design modification on. A zimmer sales representative alleges that surgical technique was adhered to but was not present at the time of surgery. However, this issue has been investigated and subsequently acted upon through a design change of this device in later lots. Therefore the root cause can be considered to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.